Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: op notes of the day these components were implanted was provided, but did not indicate any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components include (but not limited to): age, bone quality, height/weight, activity level, and type of activity (low impact vs high impact). There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: the mfg records of these components have been reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.

Event description:
It is reported that the pt dislocated and is pending revision.